Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12307. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular and right atrial lead exhibited increasing capture thresholds and pacing impedance. It was suspected that the device had migrated. No intervention was performed and the patient will be monitored. The patient was stable.